Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they noticed one of their recharger cords were "ripped" and the screen of their recharger was not coming on. Pt had 2 rechargers for 2 separate implanted neurostimulators. Pt noticed issue a couple of days ago. The manufacturer's patient services specialist (pss) asked the pt to troubleshoot on the phone call, but pt said they did not have time to troubleshoot and will call back to troubleshoot. Pt also said they needed physician listings sent to them when they call back. Additional information was received from the patient (pt). It was reported that pt called back with their equipment and repeated that the insr is not powering up and not responding to the dtc. Pt reported one of the dtc has a bent / damaged connector pin. Pt could not locate the desktop charger (dtc) while on the call to provide the serial number. Pt also provided answers to questions asked in the follow up communication received about their previous call. Pt stated that the connector pin on the dtc was bent. Pt stated the cord was not "ripped". Pss reviewed the wireless recharger transition process with the pt. No symptoms were reported. A replacement wireless recharger kit was sent out. Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the rep is with the patient (pt) in clinic ((B)(6)) and reported during the call that the pt has an older recharger device that "is not working". No additional information was known at the time of this call. Rep states that another rep was made aware at an unknown date, and they obtained a wireless recharger to replace the pt's faulty recharger device. Rep called to obtain a replacement recharger for this patient, as the wireless recharger is not compatible with their ins. A correct wireless recharger and desktop charger cord were requested.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.